Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker could not be interrogated. No further information was able to be obtained. At this time, the system remains in service. No adverse patient effects were reported.